Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had a fall about 3-3.5 weeks ago and is experiencing "some weird locations of pain" and wondering if the ins could have somehow shifted. The patient reported tripping and landing hard on cement floor on their right side, but not directly on the battery. They felt like they may have landed on part of it. The patient confirmed the fall was not caused by the device/therapy. They reported feeling pain at their battery site and a "deep ache sensation" up underneath their rib. They said their pain was "outrageous" last night, so they successfully connected to ins and decreased the amplitude "from 7 down to 4." The patient did not clarify if they decreased from 0.7 ma to 0.4 ma or 7.0 ma to 4.0 ma when asked, only that they did decrease the therapy. They stated that today they felt more comfortable. When asked about their ability to feel stim, the patient stated they don't normally feel it because they are used to the stim sensation. When asked about any significant symptom return since falling, the patient indicated there were 4 nights in a row that they peed the bed, which they had never done, but it resolved on it's own. They also said they were not noticing a slower urinary stream and decreased sense of when they actually have to use the bathroom. The patient was unsure if those symptoms were the result of the fall, or their father's recent bout of sepsis that had the patient very stressed out. The patient said they have connected to their battery a few times since the fall (the first time being the day after the fall) and noticed that it took a long time to establish connection. The patient stated they had to tap retry "like 10 times" before being able to connect. The agent suggested the patient notify managing healthcare provider (hcp) of the fall and subsequent symptoms they've noticed. The agent also suggested patient notify their primary care doctor of the fall as well, which patient the did already.